Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an adjustable shunt. It was reported that a resident was checking the shunt setting on the valve. Both the site's and the manufacturer representative's adjusters were reading at 2.0, but the x-ray of the shunt was reading between 0.5 and 1.0. The patient had a headache. The resident changed the setting to 1.0, and the patient felt better, but the x-ray was showing the shunt at 2.0.

Event description:
Additional information received reported that the patient had a MRI done. According to the patient it was their first time at this p articular MRI machine and their 6th MRI since having the shunt placed in 2022. Presented to the emergency department (ed) with pressure in their head and the resident adjusted the setting to 2.0 and ordered a x-ray to confirm the setting. At this point the resident called the manufacturer representative (rep) because it appeared to be between 0.5 and 1.0 pl according to the radiographs. The rep checked the setting on the programmer and it said 2.0 pl. The hospital shunt adjuster also said 2.0 pl. The rep confirmed that the radiographic images did not seem to match up with the readings on the shunt adjusters. The resident then suggested setting the pl level to 1.0 to see if it was somehow flipped. After adjusting the pl to 1.0 the patient confirmed having some relief. The resident then ordered another x-ray and stated the radiographs appeared to be suggesting 2.0 pl which was what was originally ordered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.